Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure poor measurement data in the auricle made the physician implant in the lower septum. On the night of the implant procedure pacing failure occurred. The lead was found to have dislodged and lead revision was carried out. The lead was repositioned and placed successfully. No patient complications have been reported as a result of this event.